Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. Antibiotic treatment with cefotaxime, gentamicin and ceftazidime were discontinued 21 days from the date of administration. A day after the event onset, the patient began treatment with cefotaxime sodium (intraperitoneal, discontinued after one day) for the event. Six days after the onset of peritonitis, this issue was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritoneal infection. The cause and hospitalization were not reported. The patient was treated with cefotaxime, gentamicin and ceftazidime for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.